Event description:
The customer reported 14 false positive results for the rsv target on the alinity m resp-4-plex amp kit. The customer provided the following results that were considered discrepant: date sample ID results (B)(6) 2025 (B)(6). 39.40 cycle number (cn) (B)(6) 2025 (B)(6). 40.37 cn. (B)(6) 2025 (B)(6). 41.70 cn. (B)(6) 2025 (B)(6). 39.42 cn. (B)(6) 2025 (B)(6). 41.39 cn. (B)(6) 2025 (B)(6). 41.61 cn. (B)(6) 2025 (B)(6). 40.80 cn. (B)(6) 2025 (B)(6). 40.10 cn. (B)(6) 2025 (B)(6). 41.03 cn. (B)(6) 2025 (B)(6). 40.46 cn. (B)(6) 2025 (B)(6). 37.79 cn. (B)(6) 2025 (B)(6). 39.89 cn. (B)(6) 2025 (B)(6). 40.86 cn. (B)(6) 2025 (B)(6). 40.31 cn. The customer systemically retests all samples with a cycle threshold (CT) above 35 on another platform. The positive results were retested, and the result was negative. There was no impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. Additional mdrs submitted for additional run dates: 3005248192-2025-00465. (B)(6) 2025. 3005248192-2025-00466. (B)(6) 2025. 3005248192-2025-00467. (B)(6) 2025. 3005248192-2025-00468. (B)(6) 2025. 3005248192-2025-00469. (B)(6) 2025. 3005248192-2025-00470. (B)(6) 2025. 3005248192-2025-00471. (B)(6) 2025. 3005248192-2025-00472. (B)(6) 2025. 3005248192-2025-00473. (B)(6) 2025. 3005248192-2025-00474. (B)(6) 2025.

Manufacturer narrative:
Investigation is summarized as follows: customer data review: the server result logs attached to the ticket were reviewed. The runs associated with the reported samples were valid, as no error codes associated with controls or samples were generated for the rsv analyte. The curves appeared as expected for low positive samples. Retain/file sample review: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was performed. The file sample evaluation met all validity and acceptance criteria. All replicates were processed successfully and interpreted correctly, as there were no error codes or performance related flags present. The file sample evaluation for lot 414709 met the acceptance and validity criteria. As a result, the product file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 received a disposition of pass. Quality data review: device history record / batch record review: the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 were reviewed to identify if there were any issues related to the reported complaint. No issues were identified which could result in the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The lot specific CAPA review did not identify any existing internal records or nonconformances that are related to the reported complaint. The investigation was expanded to include the base list part number. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv target while using alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709. The investigation was expanded to include the part. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No new adverse trend was identified based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was not identified.